Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins will be replaced. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the implantable neurostimulator (ins) had been overdischarged for about 4 years. A manufacturer representative recovered the battery from overdischarge about 1 month ago. Currently the ins was quickly recharging and discharging. There were no patient symptoms reported. The patient had reported that they did not recharge because of other medical issues. Current recharge status was 30 minutes and it depleted within the day. Ins replacement was discussed on the call with the manufacturer representative. No further complications were reported.

Manufacturer narrative:
Analysis results will be sent in a supplemental report once analysis is completed. Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three over-discharges. If information is provided in the future, a supplemental report will be issued.